Event description:
A reliant balloon was selected for use in a patient during an endovascular procedure. During the index procedure and prior to use in the patient, the physician prepared the reliant balloon by injecting saline solution into the balloon via the balloon lumen. As inflation was carried out, saline solution was leaking from the balloon. The physician replaced the balloon with a new one and the procedure was completed successfully. Per the physician the cause is unknown. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.